Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data showed records of low battery and multiple replace battery warnings along with evidences of partially discharged battery being used on the event date. Investigation found the battery compartment intact while the threads of the battery cap were damaged. The battery cap was able to fully tighten and the pump powered on with the appropriated audible and vibratory functions. A rewind/load/prime sequence was executed without incidents. The electrical current draws were within specifications. No internal issues were found when the pump casing was opened to further investigate. The reported power issue was verified in the black box but the investigation was unable to reproduce the issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the battery life was less than expected. The reporter noted that the issue recurred with new batteries from different packs. The reporter stated that there was no damage to the battery compartment or cap, no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.